Event description:
Following a review of the report details, it was concluded that the details of this report met the MDR reporting criteria. Bmj case report: surgery performed was reconstruction of the anterior cruciate ligament (acl) with a quadruple hamstring autograft of the left knee after a twisting sports injury, using a 9x35mm bilok screw. It was reported that the patient experienced a foreign body reaction after the acl reconstruction - the patient presented with a preitibial swelling at 30 months after the operation. Exploration revealed chalky, white remnants of the screw with no evidence of infection. Histological studies confirmed a foreign body reaction against screw remnants with the presence of multinucleated giant cells. The patient had a full recovery with no compromise to graft stability.

Manufacturer narrative:
Suspected root cause is: histological studies confirmed a foreign body reaction against screw remnants with the presence of multinucleated giant cells.